Event description:
Allergic reaction possibly due to polymer coating on stent: due to an arterial blockage, a promus drug eluting stent was placed in the lad, and pt was released on plavix, aspirin, and simvastatin. Within days an unmanageable burning, itching, rash appeared on pt's face and neck, with thickened patches on the forehead. Pt initially self treated with oral and topical benadryl and reported to physician. Allergic reaction was attributed to plavix and therefore, substituted with effient, without improvement. Aspirin, simvastatin, topical and oral anti-itch/anti-inflammatory products including claritin, benadryl, zirtec, clobetasol, hydrocortisone, locoid, and topical kenalog were temporarily discontinued and/or substituted to rule out causation. Effient was substituted with ticlid without improvement. Pt has been treated with kenalog injections and 5 courses of oral prednisone of various doses. Temporary minor improvement of rash is only achieved at doses of at least 40mg prednisone. As dose tapering begins the rash increases. Gradually the rash has spread over the entire body. Pt is now experiences some episodes of increased breathlessness and at least one episode of recent chest pain. Pt has history of minor, manageable, allergic eczema completely unlike the current problem relative to areas affected, intensity, duration, and response to treatment. Dates of use: (B) (6) 2009 - (B) (6) 2010. Diagnosis or reason for use: arterial blockage lad.